Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with abnormal high pacing impedance measurements and pacing failure on the right ventricular (rv) lead. Oversensing of noise was also observed on the rv channel so the physician suspected the rv lead may have fractured. Immediate surgical intervention was performed and the rv lead terminal pin was observed to not be properly connected to the header of the device. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.